Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 18mm amplatzer septal occluder was selected for implant. During deployment the occluder didn't conform properly; deformation was noted. The device was immersed into hot water but the same thing happened, so the delivery system was exchanged for a 10f amplatzer torque delivery system but the device was already damaged. A 24mm amplatzer septal occluder was selected and during deployment a deformation was noted and the device was exchanged for a 26mm amplatzer septal occluder. No patient consequences were reported and patient was in stable condition.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.